Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4) se & co. Kg. (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the poor contact of the output socket. (B)(4) cleaned the output socket but the issue remained sporadic. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, when evis 185/190 series videoscope was connected the scope communication error b30 occurred and the endoscopic image was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since approximately one year had passed from the subject device had been manufactured, and based on the reported information, omsc surmised that the reported phenomenon was attributed to the failure of the output socket due to excessive stress by handling, damage of the locking mechanism and/or accidental failure. If additional information becomes available, this report will be supplemented.